Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with gi bleed, underlying lesion found in transverse colon and possible submucosal lesion, biopsy indeterminate. The patient had received 1 unit of packed red blood cells (pcrbs). The patient was planned to be discharged home with a lower international normalized ratio (inr) goal for a short duration. 24 hours later, the patient had a second colonoscopy and removal of lesion, pathology benign.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.